Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview hemopro endoscopic vessel harvesting system short port burst inside the pt. A new kit was used to complete the procedure. The component was retrieved through the original incision with no add'l pt effects reported. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the short port silicon and latex balloons were torn. There was some evidence of blood present on the device. Based upon the visual observations, the reported complaint "balloon burst" was confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. (B)(4).